Manufacturer narrative:
Initial report sent: august 06, 2007.

Event description:
Procedure: lobectomy. The report received states that the device was used for closing of bronchial tube. At the 1st firing, staples were not properly placed. The device was removed by cutting pt side, but no bleeding was reported. Manual suturing was performed, and a procedure was completed. The pt sex was not identified.